Manufacturer narrative:
The insulin passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The fill cannula feature functions properly. No prime fill anomaly noted during our testing. The insulin pump was programmed with several boluses and monitored; all of the boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the addition all bolus deliveries and were verified in the daily total screen; also programmed with multiple basal profiles and monitored for 4 days all basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected delivery anomaly 500 unit anomaly noted during our testing. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump had scratched case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump malfunctioned and delivered 500 units of insulin into customer. Customer's blood glucose dropped to 65 mg/dl. Customer treated low blood glucose with food and glucose tablet. As a result, customer went to the hospital with blood glucose of 150 mg/dl. Customer states that blood glucose began to stabilize and was sent home. During troubleshooting, customer was not sure of the status of drive support cap. Customer discarded infusion set and reservoir. Customer reported of having low blood glucose for three nights, which ranged from 35 mg/dl to 81 mg/dl. Customer reported that insulin pump was stuck in "fill tubing", even when in the hospital. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.